Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for evaluation. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after a coronary artery stent implantation via 7 french sheath, the patient was blocked with an 8 french angio-seal. A deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. After the sheath was inserted, when inserting the carrier tube, the tube had resistance and could not be inserted to the bottom. The carrier tube and the distal end of the sheath tube could not be connected and got locked; therefore, the device could not be used. The anchor had already entered the sheath tube, and the pushing resistance was large, making it impossible to push the anchor out of the sheath to complete the closure. Therefore, the entire device was withdrawn and pulled out of the patient. The device was replaced with another angio-seal and successfully finished the surgery. The estimated blood loss was less than 250cc. The patient was stable.